Manufacturer narrative:
Corrected: correction/removal reporting number. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered progressive pain, discomfort, soreness and stiffness, which in turn negatively affected her mobility. The patient's ability to perform normal physical activities has been limited. The patient also had excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.

Event description:
Pt was revised to address pain and squeaking.